Manufacturer narrative:
There was no evidence of malfunction or defect associated with the waste sensor. Because of the remote possibility of injury resulting from a slip and fall event caused by waste fluid overflow, the firm is in the process of implementing an improved waste sensor design as a replacement to the current sensor. This new waste sensor design should eliminate the observed failure mode. The waste system on this instrument was upgraded with the new sensor design on 3/29/07. Complete field implementation of the new sensor design is expected to take at least 12 months. The new waste sensor design was introduced to the mfg floor on 8/3/2006. A final report will be sent pending the completion of the field implementation of the new waste sensor.

Event description:
A customer site reported waste fluid had overflowed from the waste carboy on a benchmark xt instrument onto the floor without an alarm. No one was injured and pt care was not affected. The field service engineer changed the waste sensor with an upgraded sensor. The old sensor was checked in the instrument by the fse (field service engineer) and functioned as intended. The fse suspects that the bottle was not against the sensor when the failure occurred. Testing by the fse revealed the waste sensor did not malfunction. While there is always a possibility that a slip and fall event due to a fluid spill could result in death or serious injury, all evidence indicates that the possibility of death or serious injury is remote.